Event description:
Patient underwent posterior lumbar fusion at l4-l5 in (B)(6) 2008. Patient developed cranial adjacent level disc disease at l2-l4. Patient was returned to o.r. On (B)(6) 2013 for removal of all hardware. Patient was revised to synthes uss dual opening at the l2-l5 levels. Revision was completed with no issues. This report is filed on an unknown screw this report is 11 of 11 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Implant date reported as (B)(6) 2008. PMA/510(k): cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.